Manufacturer narrative:
Mfg date: was manufactured april 29, 2016 ¿ april 30, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection found no evidence of flow at the distal luer when the luer cap was removed. The reported condition was verified. Microscopic inspection on the flow restrictor revealed the direct cause of the flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid did not flow from the tubing of a small volume infusor before patient infusion. The infusor was filled with 5-fu and saline. There was no patient involvement. No additional information is available.